Event description:
It was reported that the tip of screw broke during insertion. Biorci screw 11x30mm used as an alternative. No patient injury was reported.

Manufacturer narrative:
Additional information. One (B)(4) sterile biorci 10x30mm screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Entanglement with guide wire or other instrument. 3. Stripping or over torque. 4. Damaged prep instruments. 5. Not accounting for taper or larger head to body design. 6. Unexpected bone density/condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Preparation per the instruction for use recommendation is critical for ease of insertion and successful anchoring. Per instruction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use, inspect the tip of the driver. If tip flaring is apparent, do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿ final product met specifications upon release to distribution. Corrected information.

Event description:
It was reported that, suring an unknown surgery, the tip of screw broke during insertion. It is unknown whether the fragments were retrieved from the patient. A biorci screw 11x30 mm used as an alternative. No significant surgical delay happened. No patient injury was reported.